Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter name not available on the date of filing. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure the camera cart monitor touchscreen was not responding correctly. The screen went black, then the pcoip screen appeared. The site used the main cart monitor to continue the case. After a minute or so of the camera cart being in the pcoip screen the screen went back to match the main screen and the issue did not occur again. It was a 5 hour case and there was no delay due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient demographics received and added to section a. Initial reporter received and updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the pcoip client was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. (B)(4). The pcoip client was returned to the manufacturer for analysis. Analysis found no failure with this component through functional te sting and visual/physical examination. (B)(4). If information is provided in the future, a supplemental report will be issued.